Manufacturer narrative:
The device was received for repair. Upon receipt, the handpiece was not running and the motor was seized therefore, temperature testing could not be completed. Visual analysis observed the motor assembly, bearings, and seals were corroded due to dried saline. The device was cleaned, parts were replaced and the device was tested to product specifications and returned to the customer.

Event description:
The handpiece was received for maintenance and repair with a report the device froze up and was getting hot. There was no injury reported.